Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, left breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. The patient reported that both of her breasts are hardening and that the left breast is lumpy. Additionally, rupture of the patients left breast prosthesis was reported. As a result, the patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patients right breast prosthesis.